Event description:
It was reported that the programmer "died" during two procedures, that it started to work slowly when a button was pressed, "like it couldn't keep up" and then a "grave error" message displayed. It read "press emergency vvi" to keep pacing, which the user did. The analyzer was in use at the time and it was unclear whether the issue was caused by the programmer or the analyzer. Both have been returned for service. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, as a result the hard drive was reconfigured and software was reloaded. (B)(4): the analyzer was analyzed and no anomalies were found.